Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient¿s second ins didn¿t work well and was hit and miss. The patient stated that this was due to the lead possibly backing out or was not in right, and it was not working correctly with the ins. The ins and lead (via laminectomy) were replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had their implantable neurostimulator (ins) changed out on (B)(6) 2016 because something was wrong with the leads. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.